Event description:
Respiratory therapist reported pt was on trilogy bipap (and has been for some time) and on the (B)(6), the avaps stopped working causing less than adequate ventilation. Tidal volume was around 100 ml but the setting was for 450ml. The max epap was set on 30 and pt was receiving 15. Spo2 dropped to 55%. She was bagged with 100% o2 and the bipap was switched out. The bipap was checked and they were only able to simulate the scenario but could not find a problem with the machine and the error log showed no system failures. Equipment is back in service.